Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2015 with the following findings: there were multiple consecutive call service (cs 054 and cs 052) alarms observed in the black box. ¿ez-prime¿ steps were performed correctly with no call service alarms or any other errors, alarms or warnings during the investigation. The product performed within specification. The pump¿s cover was removed and no intermittent condition was found internally. Unrelated to the original complaint, the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.